Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2019. According to the complainant, prior to procedure, the device was attempted to be placed in the endoscope; however, the suture was tangled inside the ligator cap. Eventually, the suture was detangled and the procedure was completed at this time. Additionally, there was no difficulty in setting up the device. There were no patient complications reported as a result of this event.